Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased glucose results generated from alinity c processing module for a male patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial=36 mg/dl /repeated=216 mg/dl there was no reported impact to patient management.